Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v152799, implanted: 2008-(B)(6), explanted: 2009-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s first device was implanted in her left butt cheek, she sat on it for nine months, and it never worked right. The first device failed and the surgeon who put it in made some mistakes. Another doctor re-did the implant surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.